Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to corrosion and rust on the force sensor corrosion was also found on the electronic assembly and motor during visual inspection. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, serial number label faded, missing display window cover, cracked case behind the pump near the battery compartment, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a broken force sensor alarm. Customer's blood glucose was 120 mg/dl. Customer was unable to clear the alarm. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.